Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is being considered for a revision due to decreased range of motion. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.